Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided as this product (model g407376) is only marketed outside of the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, after inserting the sheath into the patient, continuous air aspiration was observed during the air removal process. The sheath introducer was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of this introducer leak.